Manufacturer narrative:
A ge rep evaluated the system and replaced the video-analog/digital converter board (B)(4). The system operates as intended.

Event description:
The customer reported the system shut and restarted on its own. No pt injury was reported.